Manufacturer narrative:
Date of implant was inadvertently omitted from the initial report.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred at the l3 vertebral level during a trial lead placement procedure. A lead was then placed at a different level. Postoperatively, the patient indicated experiencing a headache. Physician recommended the patient lay flat and drink caffeine. Patient indicated the headache began to improve before leaving the healthcare facility and by the following day the symptoms had resolved.